Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the end users seat on her commode is broken and the end user has the seat duck taped at this time.